Event description:
It was reported the patient experienced pain at the ipg site. Also, the patient stopped using the scs system and did not charge the ipg as recommended. In turn, the patient no longer receives therapy due to the ipg being inoperable. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed the pain at the ipg site was due to the location of the ipg. An sjm representative attempted troubleshooting with the patient's programmer and multiple chargers to no avail. It was also reported the patient's ipg had been turning off by itself before the ipg became inoperable. The patient will meet with the doctor for a consult. Surgical intervention remains pending.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
This ipg serial number is included in field advisories. Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.